Manufacturer narrative:
Upon completion of the investigation it was reported that the cot was difficult to raise/lower however there was no loss of structural stability due to the cracked base frame inner tube weldment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the frame of the cot base was cracked on both sides right at the leg connection. This could effect stability of the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the frame of the cot base was cracked on both sides right at the leg connection. This could effect stability of the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.